Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e315 when starting up was not confirmed. Additional device evaluation findings are as follows: cable twisted, head imaging flooded, and connector cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head was inspected before use and encountered error e315 (communication error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of no image was not reproduced. However, it is possible fluid was in the device causing temporary imaging loss. Olympus will continue to monitor field performance for this device.